Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink secondary medication sets would not flow. It was further reported that "when hooked to the pump to run as secondary, it does not want to pull from secondary bag". This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.